Event description:
Information received indicates the head up function is not working.

Manufacturer narrative:
The technician isolated the issue to the head up valve was sticking. He replaced the head up valve and the head section functioned to specifications.